Manufacturer narrative:
The customer found there was a hole in the diluent supply tubing. The field service engineer found the dilution vessel was chipped and the diluent tubing was kinked. He replaced the dilution vessel and tubing. The customer ran calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen.2 sodium results from the cobas 8000 cobas ise module. The initial result was 147 mmol/l and was reported outside of the laboratory. The repeat result was 138 mmol/l. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.